Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two inpact 014 balloon catheters and one amphirion deep balloon catheter was used to treat the right anterior tibial. Approx 8 months post index procedure, the patient suffered reocclusion of anterior tibial artery right side. The patient was treated with pci of the anterior tibial during which two amphirion deep balloon catheters were used. The patient recovered. The investigator assessed the event as unlikely related to the index device, procedure or paclitaxel. Safety assessed the event as possibly related to the device and not related to the procedure or paclitaxel.

Manufacturer narrative:
The adverse event term was thrombotic reocclusion of the right anterior tibial artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: safety assessed the event as causally related to the device if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event date is updated. The sponsor assessed the event as causally related to the index device. If information is provided in the future, a supplemental report will be issued.